Manufacturer narrative:
Literature citation: asif alrawi, kathak vachhni, rachel maguire, mathew david sewell, waleed hekal, susanne selvadurai, rikin hargunani, charalampia kyriakou, sean molloy; "is balloon kyphoplasty safe and effective for cancer-related vertebral compression fractures with posterior vertebral body wall defects?" (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported in the literature titled ¿is balloon kyphoplasty safe and effective for cancer-related vertebral compression fractures with posterior vertebral body wall defects?¿ that 160 patients with 230 cancer-related vertebral compression fractures (vcfs) underwent balloon kyphoplasty (bkp). Patients who underwent bkp for vcfs with posterior vertebral body wall (pvbw) defects were compared with patients who underwent bkp for vcfs with no pvbw defect. Outcomes were assessed preoperatively and at 3 months. In the pvbw defect group, cement leaks occurred in 31%. In the pvbw intact group, cement leaks occurred in 20%. No significant difference was observed in functional improvements between groups. Radiographically kyphotic angle and anterior and middle vertebral body heights were significantly worse in the pvbw defect group. There were no neurological deficits in either group.